Manufacturer narrative:
Device analysis: one smiths medical cadd legacy plus pump was returned for analysis with no damage observed on the pump. During analysis, the customer's reported problem regarding "no cassette detected" was unable to be duplicated although the event log verified that the event occurred (42 no disposable alarms recorded). Sensor testing found the downstream occlusion (dso) sensor value within manufacturing specification. However, the dso will be replaced as a preventive maintenance (pm) due to the measured value being (higher) but within range. Simulated use testing was unable to replicate the error with a disposable attached. After removal of the cassette the pump did alarm for "no disposable attached". Based on the evidence, the complaint was not confirmed, and the problem source of the reported event is unknown.

Event description:
It was reported that the device was in use with patient and device gave a "no disposable- clamp tubing" alarm. No adverse effects to patient reported.